Event description:
It was reported that the device was given to the sales rep, by the account stating that the blade detached. The account could not provide any additional information. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. But the blade of the device was not broken as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.